Manufacturer narrative:
This complaint is still under investigation.

Event description:
The pe insert could not be inserted into the cup, (insert without edge). The surgeon then tried with a second insert (with edge). The insert could not be inserted either. After several tried and cleanings, the surgeon managed to insert the 2nd insert with the help of graft withdraw. This method damaged the 2nd insert. The surgery put and insert with edge altough he wanted to put an insert without an edge. The surgery was prolonged by 15 min.